Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform occlusion test, prime/a33 test, excessive no delivery test and displacement test due to motor error alarm.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 102 mg/dl. The customer was unable to rewind the insulin pump due to alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.